Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date described as "about 10 days later" after the previously reported repeated peritonitis event which occurred from "(B)(6) to (B)(6) 2021". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported). At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.